Event description:
During outreach questions it was reported that the customer was hospitalized due to high blood glucose. Caller stated that the customer's sensor was alarming lost sensor and he had skin irritation. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-81335.